Manufacturer narrative:
The technician found the cause to be the bed exit tape switch assembly which was most likely due to normal wear and tear. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Ensure the bed exit system works properly and that it places the appropriate call when activated. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 through 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the center arm siderail assembly to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the bed exit is not alarming. The bed was located in room 237 at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).